Event description:
Since using a philips dreamstation go, I developed repeated attacks of pleurisy with other symptom diagnosed as sjogren's syndrome. These symptoms include dry eyes, dry mouth, fever, migratory arthralgias.